Event description:
It was reported device was returned for repair. It was making noise and had low power. Report 1 of 1 complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment the technician found a damaged hole/cut in hose was found due to normal wear. Hose has a hole, defective security lock and service was necessary. Various parts were replaced.